Manufacturer narrative:
An event of difficult to removal (entanglement with valve) was reported. A returned device assessment could not be performed as the device was not returned for analysis. It was indicated that the difficulty noted while withdrawing safari wire into flexnav delivery system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on all available information, the reported event appears to be related to procedural conditions but could not be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
An event of stuck guidewire in the delivery system was reported. The device was returned to abbott for analysis, and the investigation confirmed that there was a guidewire stuck in the delivery system. The valve capsule was observed to have a slight kink, which is consistent with damage during use. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received the cause of the reported event could not conclusively be determined. However, manufacturing engineering reviewed the reported details and deemed the reported event of the stuck guidewire was related to a potential product quality issue. Exception (issue) 130264 is initiated for further investigation. Abbott is performing further investigation into the reported event of the stuck guidewire, per internal procedures.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, an unknown size valve was chosen for implant using a large flexnav delivery system. After successful valve deployment, there was a difficulty noted while withdrawing safari wire into flexnav delivery system from the patient. That led to a delay in the procedure, both wire and delivery system were removed with no adverse event. The safari wire had a unfurled at curved tip. The patient was reported stable. No additional information was provided.